Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor found the sensor cannula was bent and retracted inside of the sensor. Unable to confirm if the customer received the sensor in said condition due to the customer returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the transmitter did not blink when connected to the sensor. It was found the electrode was missing from the sensor upon removal from the customer's body. The customer's blood glucose was unknown. The sensor will be returned for analysis.